Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct, in addition, the fixed prime test was completed and the insulin exited. The high-pressure test was preformed and passed within specifications. Instructed customer to change the insufion set and use the manual injections as per the md protocol.